Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03311.

Manufacturer narrative:
Corrected h.6 codes. The valve was returned for evaluation. During visual inspection, two struts were observed bent outward at inflow side of the valve. All struts were exposed through the skirt, which is normal after crimp and use. The valve was expanded and all struts remained exposed through the skirt. The leaflets appeared wrinkled and dehydrated due to storage condition during the return handling process. The was one bent strut at the inflow. No function or dimensional testing were able to be performed due to the return condition of the device. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints for frame damage from the valve lot. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and the fluoroscopic image revealed that there was a bent strut at the inflow. A bent strut was observed at the inflow after the system was retrieved. The IFU/training mitigation's/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in a product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) has been initiated to drive corrective/preventive actions. The corrective action is intended to reduce, but not eliminate the complaint occurrence. The pra documents the difficulty advancing the delivery system through the sheath, resulting in 'surgical intervention', which did occur during this event. The valve frame damage was confirmed through device evaluation. No manufacturing non-conformance were identified. Review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During procedure, while the valve inside the delivery system, a resistance was felt under fluoroscopy. It was continued pushing and then it was looked like a strut was reversed. It was decided to retrieve the esheath, and ds at the same time by pulling everything back.' Additionally, it was reported by the complaint site that there was tortuosity and severe calcification present in the access vessel. The presence of calcification and tortuosity can create a challenging pathway during delivery system advance through the sheath, and it could lead to resistance and high push force. So, if excessive force was applied to overcome resistance, it could result in the valve strut interacted with the sheath and damage the frame strut'. Per training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. 'If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damaged. The cause of the vascular injury was reported to be related to the undeployed valve removal catching the perclose suture(s). As such, available information suggests that patient factors (calcification/tortuosity) and /or procedural factors (excessive manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in canada, a 26mm edwards sapien 3 ultra heart valve was deployed in the aortic position by the transfemoral approach. During the advancement of the valve and commander delivery system through the esheath, resistance was felt under fluoroscopy. During the attempt to push the valve and delivery system through the sheath, it appeared that a frame strut was 'reversed'. The decision was made to retrieve the devices. The sheath, valve and delivery system were removed at the same time by pulling everything back. During the device withdrawal, a perclose suture was captured by the valve and was retrieved along with the valve. A new esheath, valve and delivery system were prepared. The devices were easily inserted, and the new valve was successfully implanted. After implant, a vascular team repaired the femoral artery. The native aortic annulus valve area measured 491mm. The minimum luminal diameter of the iliac measured 5.1mm x 7.9mm with 60% to 70% calcification reported. Per medical opinion, the perceived root cause of the advancement difficulty was tortuosity and severe calcification. The valve strut and vessel calcification likely sheared the esheath.